Event description:
It was reported that the procedure was cancelled post-sedation. A concomitant farapulse pulse field ablation (pfa) and left atrial appendage (laa) closure procedure was scheduled with intended implant of a 24mm watchman flx pro closure device. The procedure commenced with a mid-posterior trans-septal puncture to facilitate the farapulse pfa which was completed successfully. After finishing the pfa, the physician proceeded with an over-the-wire exchange to advance a watchman double curve access system, anticipating the need for anterior reach based on preliminary imaging that suggested a very anteriorly oriented laa. Transesophageal echocardiogram (tee) measurements indicated that the laa anatomy was suitable, and the physician moved forward with laa angiography. At that point it was confirmed that the laa had a very anterior orientation with a degree of cardiac rotation which made it technically challenging to position the watchman double curve access system sheath in the ideal trajectory for deployment. Additionally, a significant discrepancy was noted between tee and angiography depth measurements with angiography suggesting less depth than expected. Despite multiple attempts at positioning and maneuvering, optimal alignment could not be achieved due to the unfavorable morphology and shallow nature of the laa. Consequently, the physician decided to abort the laa closure portion of the procedure. The future plan for the patient is to find alternative anticoagulant therapy.